Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during intravenous infusion administration to a pediatric patient using a needle-free closed-system infusion connector with a barrier membrane, leakage was detected at the connector site, resulting in infusion failure. The needle-free closed-system infusion connector with a barrier membrane was immediately replaced, and subsequent infusion proceeded without further complications.